Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18g032, 18h034, 18f020, and 18k023. Of the five (5) events, the actual device for one (1) was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. The actual device for one (1) event was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo shows that the bladder had ruptured. The reported condition was verified. The cause of the condition could not be determined. The actual device for two (2) events were not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed fluid in the overpouch, indicating that a leak had occurred; however, the photograph did not clearly show a bladder rupture. The reported rupture was not verified. The cause of the leak could not be determined from the provided photograph. The device for one (1) event was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18g032, 18h034, 18f020, and 18k023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that the bladder of five (5) large volume infusors ruptured. In two (2) events, the bladder rupture occurred during patient infusion; however, there were no patient consequences. In the other three (3) events, the ruptured bladders were discovered before patient use and therefore there was no patient involvement. No additional information is available.